Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed the plunger force accuracy test. There was no patient involvement.

Event description:
It was reported that the device failed the plunger force accuracy test. There was no patient involvement.

Manufacturer narrative:
D10: device availability - additional. H2: follow-up type - additional / device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional. The customer reported problem was confirmed. The proximate cause of the reported issue was due to mechanical failure of the tube drivearm causing plunger force test failure. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/04/2015 to the present date 09/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.